Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they recently experienced a blood glucose level of 52 mg/dl. Customer stated that her basal rates need to be adjusted. Blood glucose level at the time of the call was not provided. Troubleshooting did not show any malfunction of the insulin pump. The insulin pump was not replaced or returned for analysis.